Event description:
It was reported to philips that the allura device was not producing x-rays. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the x-ray tube. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the machine was automatically switching off. Upon investigation it was found that there was an x-ray generation malfunction. Fse found an open filament in x-ray tube. Fse replaced the x-ray tube. After replacement system was working fine. The same issue reoccurred again and after system restart, system was working normally. The codes were updated based on the investigation outcome. Device problem code was corrected.